Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor was producing low readings. He further reported that on (B)(6) 2018, he noted the sensor scan results he received indicated his glucose was dropping and provided the following example: 133 mg/dl and then 60 mg/dl. Customer¿s wife gave him some glucose ¿60 gr¿ to drink, but his glucose continued to drop to 55 mg/dl, so he drank another ¿200 gr¿ of glucose. Despite this his sensor read 49 mg/dl. Customer became ¿confused¿, so paramedics were called and he was transported to a hospital. At the hospital, a reading of ¿over 500 mg/dl¿ was received which was compared to a sensor result of ¿39 mg/dl¿ (this result is below the assay range of the device). Customer was diagnosed with hyperglycemia, treated with insulin and kept for 8 hours of observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Date of event was incorrectly documented in the initial and follow up MDR. Date of event has been updated based on the case details.

Event description:
Customer reported his adc freestyle libre sensor was producing low readings. He further reported that on (B)(6) 2018 he noted the sensor scan results he received indicated his glucose was dropping and provided the following example: 133 mg/dl and then 60 mg/dl. Customer¿s wife gave him some glucose ¿60 gr¿ to drink, but his glucose continued to drop to 55 mg/dl so he drank another ¿200 gr¿ of glucose. Despite this his sensor read 49 mg/dl. Customer became ¿confused¿ so paramedics were called and he was transported to a hospital. At the hospital, a reading of ¿over 500 mg/dl¿ was received which was compared to a sensor result of ¿39 mg/dl¿ (this result is below the assay range of the device). Customer was diagnosed with hyperglycemia, treated with insulin and kept for 8 hours of observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visually inspection has been performed on the returned sensor plug and no issues were observed. Removed sensor plug and inspected the connector. All three contacts were installed properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor was producing low readings. He further reported that on (B)(6) 2018 he noted the sensor scan results he received indicated his glucose was dropping and provided the following example: 133 mg/dl and then 60 mg/dl. Customer¿s wife gave him some glucose ¿60 gr¿ to drink, but his glucose continued to drop to 55 mg/dl so he drank another ¿200 gr¿ of glucose. Despite this his sensor read 49 mg/dl. Customer became ¿confused¿ so paramedics were called and he was transported to a hospital. At the hospital, a reading of ¿over 500 mg/dl¿ was received which was compared to a sensor result of ¿39 mg/dl¿ (this result is below the assay range of the device). Customer was diagnosed with hyperglycemia, treated with insulin and kept for 8 hours of observation. There was no report of death or permanent injury associated with this event.